Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site listed is (B)(6) medical center. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issue. The fse reviewed the log files and did not see any errors that would cause the pump to shut down. The fse checked all calibrations and performed a functional check. In addition, the fse ran the pump for 1.5 hours in auto ECG mode @ 80 bpm and no errors occurred. Functional testing and safety checks were performed to factory specifications. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) stopped pumping while in use on a patient. The iabp was replaced with another cs300 to continue therapy. No patient death or serious injury was reported.